Event description:
A distributor reported to olympus, on behalf of the customer, that the ceramic tip of the hysteroscopic resection inner sheath was damaged. The issue was observed during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device test report received from the distributor stated that during evaluation, scars or puncture obstructions were identified on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the device evaluation provided by a third party distributor, it is presumed that the damage to the ceramic beak of the sheath was caused by thermal/mechanical induced impact, wear and tear, improper handling, and/or a mechanical overload such as from a fall, shock or similar stress. It cannot be determined with certainty, whether there was pre-existing damage/wear or if the damage on the ceramic insulating insert occurred during the last reprocessing or last procedure. The IFU (instruction for use) carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.